Event description:
It was reported that during a follow-up, the implantable cardiac monitor exhibited a diagnostics anomaly. The programmer was rebooted and two more attempts were made but was not able to clear diagnostics. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.